Event description:
It was observed during the device inspection, that the videoscope nozzle, light guide (lg) lens adhesive, objective lens, probe cover (c-cover), bending section cover (a-rubber), and connecting tube exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the investigation results, there were no deviations from the instruction manual in the reprocessing steps at the material residue point. It was confirmed from the images provided that foreign matter was adhered to or clogged in the bending section cover, the insertion part, the plastic distal end cover, the adhesive part around the light guide lens, the adhesive part around the objective lens, and the nozzle, but the foreign matter could not be identified. The root cause of the foreign matter remaining on the device could not be identified. The events can be prevented and prevented in accordance with the following IFU. IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.